Event description:
(B)(4). (B)(6) 2012 - the de novo, concentric target lesion was located at the bifurcation of the left anterior descending (lad) artery. The physician placed a 2.75 x 24mm promus element plus stent at 14 atms. However, a dissection occurred in the 1st diagonal branch of the lad during the procedure. The dissection was resolved and the patient was discharged.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).